Event description:
Trauma / clinical complication only.

Manufacturer narrative:
The customer stated the implants date was on (B)(6) 2025, however, the date of removal was stated to be on (B)(6) 2024. Therefore, due to the discrepancy on the dates the placement date on (B)(6) 2025 was removed. Multiple attempts have been made and documented to retrieve the correct information. However, no additional information has been received at this point. If additional information is received the account will be updated accordingly.